Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie was not opening. A field service engineer (fse) found pocket 1 in row a of drawer 5 failed and unable to open due to a jam. Medbank remotely accessed the system and manually opened the pocket lid while the fse assisted. Once opened, the fse adjusted the medication that was causing the jam. The pocket was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.